Manufacturer narrative:
Submit date: 03/09/2017. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a urinary catheter. The customer states prior to use the balloon would not deflate.

Manufacturer narrative:
The returned sample was tested for inflation and deflation testing using water, and no problem was observed as it can be deflated completely, and the volume recovery for the deflation does comply with the standard. The amount of time taken for the sample to deflate was 156 seconds, surpassing the standard requirement for deflation within 900 seconds maximum period and passed the requirement as per stated in standard. Thus the deflation of balloon was within the standard. Therefore, the reported condition cannot be confirmed as the reported incident cannot be duplicated and product found functional satisfactorily. Since the reported condition could not be duplicated, and the sample able to be inflate and deflate normally, an actual root cause for the reported condition cannot be specifically identified. The reported condition could not be confirmed, thus corrective action will be limited to manufacturing awareness. No further corrective action is required at this time. This complaint will be recorded for tracking and trending purpose. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation of the reported condition was performed. The sample was tested for inflation and deflation test using water and no problem observed. The catheter balloon can be deflated completely and the volume recovery for the deflation complies with the standard. Time taken for the sample to deflate surpassed the standard requirement for deflation and passed the requirement. Thus the deflation of the balloon was within the standard. Therefore, the reported condition cannot be confirmed as the reported incident cannot be duplicated and product was found functional. Since the reported condition could not be duplicated and the sample was able to be inflated and deflated normally, an actual root cause for the reported condition cannot be specifically identified. The reported condition could not be confirmed, thus corrective action will be limited to the manufacturing awareness issue. No further corrective action is required at this time. This complaint will be recorded for tracking and trending purpose. This lot was manufactured as per the defined device master record. All acceptance criteria were met and this batch was released meeting all the acceptance criteria. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states prior to use, the cuff would not deflate.